Manufacturer narrative:
The investigation of low pump flow, vf/vt/af/at, and access site bleeding has been completed. The impella device was not returned for evaluation. The data logs were reviewed. No motor current (mc) spike outside of p-level changes observed. No positioning issue alarmed. Fluctuating placement signal issue observed. Suction alarms occurred on the first 3 hours of support. Drop in flow observed at p-5 and 6 and resolved. Low pump flow: some suction events and vt noted during intra-aortic balloon pump (iabp) balloon inflations, resolved with deflation and dropping p-level. The cause of the low pump flow was most likely patient condition related due to suction occurring during iabp inflations. As the necessary information was not provided, the root cause of the vt/vf and access site bleeding was not determined.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, there were suction events and ventricular tachycardia during balloon inflations which resolved with deflation and dropping p level. Additionally, the patient had access site bleeding. Two units of packed red blood cells were given to the patient. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.